Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during dwell. During troubleshooting, it was noted that there was solution under the supply bag. The power was cycled to clear the alarm and the patient was advised to notify their nurse regarding the event. The patient planned to start therapy over using new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, leakage, indicated by the reported solution under the supply bag, is a known cause of this alarm. The cause of the leak could not be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.